Manufacturer narrative:
Returned product analysis confirmed that the filter deployed outside the patient as the filter was missing and the handle on the introducer catheter was in the unreleased position. The complaint device was returned outside of its sterile packaging, so it cannot be confirmed at what stage in the process this deployment occurred. The introducer catheter was kinked. The braided sheath was not returned with the complaint device. The device history record review found no issues or discrepancies that could relate to this complaint. This review confirms that this device met material, assembly, and performance specifications. The root cause cannot be determined; therefore, it will be classified as unk. The most probable root cause is deployment of the filter occurred during transport or procedure preparation.

Event description:
It was reported that during preparation for a vena cava filter placement procedure, the greenfield filter deployed in it's sterile packaging. The procedure was successfully completed with another greenfield filter. No patient injuries or complications were reported. Patient status is reported as "good."